Event description:
On (B)(6) 2022 the customer reported that on (B)(6) 2022 and (B)(6) 2022, non-reactive covid igg (access sars-cov-2-igg, part number c58961 and lot number 125390) results were generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4)) for one patient. The non-reactive patient results were discordant to results generated using the diasorin sars-cov-2 trimeric s igg semi-quantitative result. There was no report of change to patient care or treatment in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.

Manufacturer narrative:
The full identifier is (B)(6). The customer did not provide patient demographics such as date of birth, weight, ethnicity or race. The access sars-cov-2 igg assay was not returned for evaluation. There were no reports of system issues at the time of the event. There was no report of issues with other assays at the time of the event. No hardware errors or flags were reported in conjunction with the event. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detects antibodies directed against the spike protein, which are more likely to neutralize the virus. No manufacturer guarantees both a specificity and sensitivity of 100%. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Differences in each individual assay are expected. Different vaccines do not elicit the same immune response and each patient response is different therefore differences in patient responses are expected after vaccination. The access assay is not labeled for vaccine response detection. In conclusion, the cause of this event cannot be determined with the available information.